Event description:
The complainant stated that the head hi/low will lower after the bed is raised and he releases the button.

Manufacturer narrative:
The biomed isolated the issue to the s10 valve. He replaced the valve to repair the bed.